Manufacturer narrative:
D4: UDI number is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two sets of tubing were broken. There was patient involvement and there was no patient harm/adverse event reported.

Manufacturer narrative:
Date returned to manufacturer: 25-mar-2024. Evaluation codes: updated. Device evaluation: (B)(6) units were returned for investigation in total. Three (3) samples were in their original package. Three (3) samples were received in used condition. Visual inspection found two (2) of the used samples were received damaged between the 'y' tail and the 'y' connector. The third used sample was received with a damaged component tail and without the 'y' connector. The rest of the samples were undamaged or showed no defects. Remains of solvent were observed in the separation of the components; therefore, it can be determined that the parts were correctly assembled according to the manufacturing procedure. The damage detected cannot be attributed to the manufacturing process. The complaint was confirmed, however root cause could not be established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. The failure mode will continue to be monitored and if a trend is identified an investigation will be open.